Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was 525 mg/dl. Elevated blood glucose was addressed with a correction bolus via the pump. The customer cleared the alarm and resumed insulin therapy.